Manufacturer narrative:
Device evaluation: a correlation between the device and the report of a driveline infection could not be determined, and no device-related issues were discovered during the evaluation of the returned device. Furthermore, the instructions for use lists infection as a potential adverse event associated with use of the heartmate ii left ventricular assist system. The device was returned assembled with the driveline cut approximately 3¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Visual examination of the sealed outflow conduit and sealed inflow conduit revealed no evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was moved to 1a status on the heart transplant list for a driveline infection and was transplanted on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The device was received for evaluation. Analysis is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.